Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a meter error (error 1 random) issue. The reporter stated that the meter had emitted an error 1 alarm that would not clear. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation of the meter, system/meter data corruption was found. The meter powered on immediately with an error 1 sub code 13. The pump and meter were unable to be paired to complete the investigation due to inability to clear the error 1 sub code 13 message.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.